Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After introducing the sheath into the patient, the physician noticed air bubbles being aspirated through the side port. When they attempted to flush in saline, a leak on the base of the side port was also noticed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. It is unknown if the device is expected to be returned for analysis.